Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and not implanted or explanted. A review of the device history record (DHR) and product evaluation were performed: no adverse quality anomalies noted during production of the subject part/lot. Product evaluation reported the product returned appears worn and generally degraded. The finding for this complaint deemed indeterminate from a manufacturing standpoint.

Event description:
It was reported that during posterior lumbar interbody fusion procedure, the screwdriver (t25 stardrive shaft) stripped. Surgeon used another screwdriver. Also during the same surgery: the torque limiting ratchet handle would not drive the locking cap. Surgeon used another handle. Neither of these events cause any patient injury. Surgery was completed successfully and with no extra time added. This complaint is on the stardrive screwdriver shaft. This is report 1 of 1 for complaint (B)(4).